Manufacturer narrative:
As reported, the plug deployment button of a 6f exoseal vascular closure device (vcd) could not be pressed down when closure was attempted, resulting in failure of closure. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The device had been advanced while a 6f unknown femoral sheath was retained after completion of the endovascular procedure, and blood flow stopped with the indicator window turning black before the issue occurred. The exoseal vcd was used during an interventional procedure, and the physician had achieved certification for its use. There were no visible signs of device or packaging damage prior to use. The device was stored and prepared per the IFU. The femoral artery was deemed suitable based on angiography, the insertion angle of the sheath introducer was within 30-45 degrees, the vessel diameter was equal to or greater than 5mm, and there was no visible calcium/plaque. There was mild tortuosity, no stent, no stenosis =50%, and no prior closure or pre-existing access site complications. The device and sheath were retracted together until pulsatile flow ceased and the indicator window turned solid black. During button depression, it could not be pressed at all, and excessive force was required. The indicator window showed no red during retraction. A non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufactured position, and the indicator wire was found fully deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black, black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed during functional analysis with successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw, and the plug will be deployed.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 6f exoseal vascular closure device (vcd) could not be pressed down when closure was attempted, resulting in failure of closure. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The device had been advanced while a 6f unknown femoral sheath was retained after completion of the endovascular procedure, and blood flow stopped with the indicator window turning black before the issue occurred. The exoseal vcd was used during an interventional procedure, and the physician had achieved certification for its use. There were no visible signs of device or packaging damage prior to use. The device was stored and prepared per the IFU. The femoral artery was deemed suitable based on angiography, the insertion angle of the sheath introducer was within 30-45 degrees, the vessel diameter was equal to or greater than 5mm, and there was no visible calcium/plaque. There was mild tortuosity, no stent, no stenosis =50%, and no prior closure or pre-existing access site complications. The device and sheath were retracted together until pulsatile flow ceased and the indicator window turned solid black. During button depression, it could not be pressed at all, and excessive force was required. The indicator window showed no red during retraction. The device is expected to be returned for evaluation.